Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 500 mg/dl. The customer stated she changed the infusion set prior to the hospitalization and she was experiencing flu-like symptoms and vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.